Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that when this brady lead was removed from the header during a pacemaker replacement operation the coating was damaged, and the conductor was exposed. This lead was treated so that the conductor did not come out and this lead was placed in a pocket. After the lead was damaged, the connector portion of the lead was pulled with forceps and easily pulled out. Additional information received indicates that entire lead was not explanted but broken connector was explanted. This lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that when this brady lead was removed from the header during a pacemaker replacement operation the coating was damaged, and the conductor was exposed. This lead was treated so that the conductor did not come out and this lead was placed in a pocket. After the lead was damaged, the connector portion of the lead was pulled with forceps and easily pulled out. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.